Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a high sleep current measurement, power loss alarm confirmed in long trace history file and the loaded voltage (loaded v lith) and unloaded voltage unloaded v lith) display at the power graph management tool shows abnormal behavior due to corroded battery tube. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power loss alarm. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer received multiple power loss alarms when battery was out for less than 10 minutes. The product was returned for analysis.